Manufacturer narrative:
In a good faith effort response received from the authorized service provider (asp), patient information from the time of the event was asked but unknown. The device diagnostic report (drpt) was not provided. The customers¿ hospital equipment department made the decision to leave the device unrepaired, as they determined that their available equipment was sufficient. The device was not returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an overvoltage protection (ovp) circuit failure. The device was reported to be in use at the time of the reported problem. There was no patient or user harm reported. It was stated that following the ovp alarm, the device continued to provide normal airflow. The investigation is ongoing.